Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Upon interrogation on (B)(6) 2013, the pacemaker was found in standby mode (backup mode). It was then automatically re-initialized by the programmer. An analysis is requested.